Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set ckt. There was reportedly no issue during the priming of the set, but one hour into treatment, the prismaflex monitor generated an unspecified alarm, and the customer noticed a leakage from the effluent line. The leakage reportedly caused a loss of around 100 ml of effluent fluid. The treatment was terminated due to this leakage. There was no patient injury or medical intervention associated with this event. No additional information is available.